Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent a complex excision of right arm retropubic mesh sling on (B)(6) 2014 due to pelvic pain, suspicion of erosion of her mesh sling into the bladder open abdominal approach and vaginal approach. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.